Event description:
It was reported that the patient experienced a flashing yellow wrench from his mobile power unit (mpu) which resolved by disconnecting and reconnecting ac power. The alarms were not reproducible, and the issue was suspected to have been due to something external. The mpu was disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was unable to be confirmed. The mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis. Log files were not submitted for review. Provided information revealed that the mpu was disposed, that the alarm was not reproducible and suspected to be due to something external, and that the alarm was resolved by disconnecting and reconnecting ac power. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their mpu, including yellow wrench alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook, section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event